Event description:
It was reported that during a rotator cuff repair procedure using the speedscrew 6.5 implant with inserter handle, the implant would not release from the inserter. The sutures were cut and the implant was removed; the surgeon opted to use a competitive product to complete the procedure. There were no significant delays or pt complications reported as a result of this event.